Manufacturer narrative:
Section d4 (UDI): correction. Section h6 (patient code): correction. Manufacturer's investigation conclusion: a direct correlation between the device and the reported subarachnoid hemorrhage, cardiopulmonary arrest, and subsequent patient outcome could not be determined through this evaluation. It was reported that the patient expired on (B)(6) 2020, due to a subarachnoid hemorrhage and cardiopulmonary arrest. Information provided indicated that a moderately sized right middle cerebral artery (mca) distribution infarct in the posterior division was identified via computerized tomography (CT) scan. It was stated that the patient's expiration was likely not device related. Patient related conditions that may have contributed to the event reportedly included an international normalized ratio (inr) range of over 15 and factor v leiden mutation. An autopsy was not performed; the device was not explanted and is not available for investigation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. (B)(6), was shipped on (B)(6) 2019. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists bleeding, stroke, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen, including international normalized ratio (inr) range, for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to subarachnoid hemorrhage and cardio pulmonary arrest. It was reported that the patient had a moderately sized right mca distribution infarct in the posterior division confirmed by a CT (computed tomography) scan. It was noted that the patient had an inr above 15 as well as the patient having the factor 5 leiden mutation. No additional information was provided.